Manufacturer narrative:
Company representative evaluated the unit and repaired a loose connection on the spo2 board. Unit was calibrated and safety tested to factory's specifications.

Event description:
Customer reported an issue with the accutorr plus monitor, which may have affected spo2 monitoring. No patient injury was reported.